Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. Novielle gel is designed for vocal fold augmentation. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that the pt was injected in the cheek with novielle gel (B)(6) 2009. The pt developed lumpiness and redness approx 4-5 months after the injection. The pt has been treated with ipl sessions and scultpra injections since (B)(6) 2010.